Manufacturer narrative:
Concomitant products: 419688 lead, implanted: (B)(6) 2011, 4592-45 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead¿s impedance has increased since (B)(6) 2016. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.